Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones due to a recorded error code associated high out of range shock impedance measurements. Rhythmcare recommended device and lead replacement. This device system was explanted and replaced. No additional adverse patient effects were reported.